Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 600 mg/dl. The customer changed the supplies on the pump and delivered a manual injection to address bg level. The following day, the customer awoke with an elevated bg level of 360 mg/dl. The customer delivered a manual injection, and at the time of the call, bg level was 307 mg/dl. System check with tandem technical support was performed and showed that the pump was functioning as intended. During the call with tandem technical support, the customer changed the supplies on the pump.